Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted septal leaflet, a rotated heart, and atrial fibrillation (af). A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured, and it was observed that the clip was stuck in the eustachian valve. Troubleshooting was performed to remove remove the clip, and the clip was able to be freed. However, it was observed that tissue damage occurred. A decision was made to remove the clip from the patient. However, difficulties removing the clip into the steerable guide catheter (sgc) occurred. The clip was ultimately removed, and the tr was reduced to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.